Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a patient was hospitalized in 2007, due to an incident of hyperglycemia. The reporter would not elaborate as to the circumstances which led up to the hospitalization. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.